Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the difficulty charging had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the healthcare professional had moved the battery to a different location when it was replaced from the previous implant. The patient had not been happy with the new location and had difficulty charging. The pocket location was being revised the day of the report. While the implant was out of the patient¿s body the representative was trying to recharge and was getting passive recharge. The device was disabled and re-enabled and it went into passive recharge again until they got the normal recharge screen showing the implant was at 60%. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. No patient symptoms reported.